Event description:
It was reported that a patient underwent a hysterectomy procedure in 2025 and barbed suture was used. During the procedure, it was reported to the rep that during a total laparoscopic hysterectomy procedure that while closing the vaginal cuff laparoscopically it looked closed. While checking the cuff vaginally there looked to be some gaps so the surgeon added a few stitches with vicryl. No product returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code of the device? Can you identify the lot number of the device? Were there any patient consequences? Was dehiscence noted? Please clarify if the re-suturing was performed during the same procedure. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.